Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 12/30/2016 that on (B)(6) 2016 the receiver had low audio output. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log was downloaded and reviewed; however, low audio output cannot be confirmed through data review. A global receiver functional test for intermittency were performed and the test failed. The receiver case was opened for further evaluation and no moisture damage was found. A speaker resistance test was performed and failed. The reported event of a low audio output was confirmed. The root cause was determined to be a defective speaker assembly.